Event description:
Pt had gastrostomy tube placed on (B)(6) 2013 s/p gastric bypass surgery. She had a kub in (B)(6) of 2017 for c/o abdominal pain and the images showed a retained foreign object. She underwent surgery on (B)(6) 2017 for removal of what appeared to be a gastropexy t-tack (placed in 2013) that had migrated and embedded into abdominal wall.